Manufacturer narrative:
The returned device was evaluated and internal leak was identified at the o'ring of the reservoir which could impact the delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Model: ent450 14518-5c-aw rev e 03/16 using the pod 5 / page 42 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, whereas may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / 107 advised: check infusion site daily.

Event description:
The customer reported her blood glucose reached above 13.9 mmol/l and was not sure the pod was delivering insulin. The pod worn on the abdomen for less than 1 hour.